Event description:
The facility rep reported a pump that is not alarming. This was found during bio-med testing, with no pt involvement. Although baxter attempted to obtain info, details were not available regarding additional contact info. No additional info is available.

Manufacturer narrative:
Eval results: the reported condition of pump not alarming was confirmed during eval and attributed to a misplaced preload collar. The preload collar was adjusted and the pump was tested per specs, and returned to the customer.